Event description:
Procedure type: gynecology. According to the reporter: the inner seal in trocar housing came loose and fell into abdomen. It was retrieved but there was not an adverse event associated with the retrieval. The seal was retrieved and is being sent back along with the trocar. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).